Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implant: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead alert for low impedance, which caused a polarity switch. This initially occurred before the patient's device was prophylactically replaced, then several times after the new device was implanted. The rv lead sensitivity was adjusted to prevent oversensing and at a later date, the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.